Manufacturer narrative:
Date of event: the exact event date is unknown. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Analysis of the returned fiber confirmed the reported malfunctioning fiber as analysis identified the glass cap was detached. Also, analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the distal circumferential fracture and detachment of the glass cap. Continuously elevated temperature can lead to fiber damages, including glass cap detachments and distal circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that a fiber malfunctioned after 318,038 joules and 31:34 minutes of use. The procedure was completed using a second device and there were no patient complications. Analysis of the returned fiber identified a detached glass cap.